Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. It was reported that the pod was not delivering insulin properly. As treatment, a new pod was applied.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was returned with the needle mechanism fully deployed. Inspection of the pod data found no indication of timeouts or drive stalls suggesting the pod did not struggle to deliver insulin during runtime. Inspection of the exposed portion of the soft cannula found it to be torn. This external cannula damage caused the pod to fail the fluid path test. Due to its external nature, the exact timing and cause of the observed damage cannot be determined. This cannula damage cannot be confirmed as the root cause of the user reported event.